Event description:
It was reported that the drive support cap is loose. The insulin pump alarmed during the prime process. The blood glucose reading is 8.7 mmol/l. Insulin is squirting out during the manual prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.